Event description:
Information was received from a patient who was receiving bupivacaine and morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that she was in a lot of pain, and she thought it could be due to her pump no longer working for her pain. The patient stated that approximately 30 days ago, she began experiencing pain, which started after she fractured her spine again. She discussed a pump replacement at her last appointment on (B)(6)2024 with a company representative (rep) and a physician. She was looking when her pump will be replaced and could not get a hold of her doctor office, so she asked for a company representative (rep) to call. The agent offered to send a message to local field team additional information was received from a consumer (con) stated that if her pump replacement surgery could be move up. The patient services (pss) redirected the patient to their physician. The patient mentioned that the physician did a procure on her that was "awful and painful", and she ended up going to the emergency room (ER). The physician prescribed her a muscle relaxant. The pss requested physician listings. The pss provided locator website.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a consumer (con) stated that the cause of their pain was due to the pump. The patient pain symptom was resolved after the pump was replaced.